Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported hemorrhagic stroke as well as a direct correlation to heartmate 3 lvas could not conclusively be established through this evaluation. Although low flow alarms were confirmed through the analysis of the submitted log files, a specific cause for the alarms could not be determined. The submitted controller event log file contained data from (B)(6) 2020 through (B)(6) 2020 and captured 105 low flow controller fault flags when calculated flow dropped as low as 2.2 lpm, below the low flow threshold of 2.5 lpm. Of these faults, 15 lasted at least 10 seconds to trigger a low flow hazard alarm. Low flow values were also captured in the submitted lvad periodic log file. No other atypical alarms or events were captured. The actual speed remained at or above the low speed limit for the duration of the log files and the pump appeared to be functioning as intended. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4). No product is available for investigation. No further related complaints have been reported at this time. The heartmate 3 lvas IFU lists stroke as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU also explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and outlines all pump parameters. This document additionally outlines all system controller alarms, including low flow alarms, as well as the appropriate actions associated with them. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. The heartmate 3 patient handbook states that in the event of a low flow hazard alarm, call the hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient underwent surgery for hemorrhagic stroke. The patient was urgently transported to (B)(6) medical center, (B)(6) medical university and the patient was managed in the intensive care unit (ICU) and supported by the respiratory. Multiple low flow alarms occurred frequently before this stroke event occurred, however there appear to currently be no alarms. Upon log file review, several low flow events were observed and occasionally the calculated flow was at the 2.5 lpm threshold but was not sustained long enough ( >10 seconds) to trigger the audible alarm. No other unusual events were noted in the log. Additional information received on 13apr2020 stated that the patient was admitted for surgery for hemorrhagic stroke on (B)(6) 2020 and their daily coagulation check was 1.3 g/dl by the patient but once the patient admitted, their international normalised ratio (inr) was over 3.0 g/dl. Craniotomy to remove the hematoma was performed and the patient was reported to still be in coma. No products are planned to be returned.

Manufacturer narrative:
This event was originally reported under MFR#2916596-2022-01919 as part of a historical jmacs patient registry review in japan through mcs abbott japan affiliate. On (B)(6) 2022 the review of files of this event type was completed. No further information was provided. The manufacturer is closing the file on this event.

Event description:
No drug therapy was performed. It was diagnosed as intracranial hemorrhage originated in the left-brain hemisphere by the CT result. Coma caused by headache and consciousness disorder was observed as a clinical symptom. No anticoagulant therapy was performed at time of event. The cause of neurological dysfunction was unknown. The causal relationship with the device was probably related as the lvad was in use.

Event description:
It was additionally reported that the patient was diagnosed with cerebral hemorrhage and admitted to the hospital. After hospital rehabilitation, the patient was discharged at home on 152 days later. Seven days after discharge, weekly outpatient rehabilitation and twice-weekly visits were started, and continued cardiac rehabilitation for about two years, using a contact note to report changes in the patient's daily appearance, body weight, physical function, and activity. As a result of continued cardiac rehabilitation, the maximum oxygen intake improved from 16.0 to 17.7 (ml/kg/min) in the cardiopulmonary exercise stress test, and the lvadoff test determined that the patient could be withdrawn. The patient withdrew from the left ventricular assist device (lvad) at another hospital and later resumed mental health care at the hospital, and was preparing to return to work. Collaboration between visiting and outpatient riha helped to improve exercise tolerance and meet lvad withdrawal requirements.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported hemorrhagic stroke, as well as a direct correlation to heartmate 3 lvas, serial number (B)(6), could not conclusively be established through this evaluation. Although low flow alarms were confirmed through the analysis of the submitted log files, a specific cause for the alarms could not be determined. The submitted controller event log file contained events from (B)(6) 2020, per the timestamps. Multiple, transient low flow hazard alarms were captured on (B)(6) 2020. No other notable events or alarms were captured. The pump appeared to function as intended at the set speed. The patient remained ongoing on heartmate 3 lvas, serial number (B)(6), until they were explanted on (B)(6) 2022 due to cardiac recovery. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped with heartmate 3 lvas IFU, rev. A. This IFU lists stroke as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system in section 1, ¿introduction¿. Neurological dysfunction is also listed as a potential late postimplant complication in section 6 ¿patient care and management¿. Section 6 ¿patient care and management¿ provides information regarding anticoagulation regimen, including the recommended inr values, for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. The heartmate 3 lvas IFU also contains a section on ¿pump performance monitoring¿ under patient care and management which explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 4.4 ¿clinical screen¿, contains sections on pump flow, pump speed, pulsatility index, and pump power. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. The heartmate 3 patient handbook (rev. C) contains a section on ¿alarms and troubleshooting¿ which provides information on all system alarms and the actions associated to resolve the alarms. A section on ¿handling emergencies¿ is also provided. No further information was provided. The manufacturer is closing the file on this event.